Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years 11 months following a transfemoral transcatheter aortic valve replacement procedure to implant a 20 mm sapien 3 ultra valve into a pre existing surgical valve, a CT scan was performed for the patient. Intervention has not yet been decided. Per additional information provided by the valve clinic coordinator, the patient presented with shortness of breath. A transthoracic echocardiogram revealed moderately elevated gradients, an aortic valve area of 0.4cm2, and no aortic regurgitation. A transesophageal echocardiogram performed a week later revealed the aortic cusps were severely calcified. From computerized tomography scan, the valve was found to have minimal hypoattenuated leaflet thickening without restricted leaflet motion. The valve appeared to be undersized compared to the annulus with suspected near circumferential paravalvular leak. The patient will be evaluated for valve-in-valve-in-valve procedure and is to follow up 3-4 months.